Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular (rv) oversensing was observed on the rv lead for noise. It was discussed to bring the patient in for lead testing and isometrics to try to recreate the noise, and possible programming option. There were no adverse health consequences to the patient. The patient will be brought in for further assessment.

Event description:
New information received indicated that two episodes of non-sustained right ventricular oversensing resulting from ventricular lead noise were seen. Programming changes were made. The patient was fine.

Event description:
New information received indicated that the patient presented to the clinic for further assessment. No noise was reproduced on the right ventricular lead. No intervention was performed. The patient was fine and will continue to be monitored.